Event description:
It was reported that this pacemaker device exhibited noise on both right atrial (ra) and right ventricular (rv) channel. During the follow-up visit, the noise was able to be reproducible with provocative maneuvers. It was noted that this noise was oversensed. The physician had scheduled a fluoroscopy for the patient and will then decide how to proceed. This device currently remains in service. No adverse patient effects were reported.